Event description:
The field service rep (fsr) reported that during field service installation of the device, that the issue was unk. Upon several attempts to obtain the reported issue, all have failed. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. Upon receiving the suspect part, the service repair tech (srt) noted that when connected to a lab module, the level sensor would not alarm at all. The srt observed that the white wire was shorted to ground and the black wire and ground wire were both intact. The returned sensor will be retained. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.